Event description:
It was reported that the nurse was treating patient with the arctic sun device, was in maintenance phase of hypothermia therapy, and the device intermittently made a loud squealing noise. Nurse confirmed that the device was working appropriately. The patient temperature was 32.9c, water temperature was 30.3c, flow rate was 3.6lpm. Nurse thought that it would happen most frequently when the water temperature was increasing. Mss advised that it was possibly the heater, mixing pump, or circulation pump. Nurse dusted off the back of the device and checked all connections and fittings. There was no squealing noise while on the call. Also advised that they should sent this unit to biomed for evaluation especially since the patient would need to be rewarmed after maintenance. Advised to send the device to biomed after this case if not sooner. Per follow up information received via phone on 28jul2022, initial reporter stated that the device was sent to biomed and there were no patient injuries. It was unknown if patient completed therapy. The device was coming in for service and repair after having several issues with device. Per sample evaluation results received on (B)(6) 2022, it was noted that the neutral connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. It was stated that both the evaporator outlet tube and the double bend tube to the manifold were found to be expanded beyond specification. It was also stated that the tank seals show signs of cracking and splitting. Per sample evaluation results received on (B)(6) 2023, it was reported that the circulation pump motor was replaced due to the seized motor bearings found during assessment. Also, failed circulation pump caused device would not auto fill during decontamination. It was stated that the circulation pump flowmeter was replaced after servicing due to low flow readings from the flowmeter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was treating patient with the arctic sun device, was in maintenance phase of hypothermia therapy, and the device intermittently made a loud squealing noise. Nurse confirmed that the device was working appropriately. The patient temperature was 32.9c, water temperature was 30.3c, flow rate was 3.6lpm. Nurse thought that it would happen most frequently when the water temperature was increasing. Mss advised that it was possibly the heater, mixing pump, or circulation pump. Nurse dusted off the back of the device and checked all connections and fittings. There was no squealing noise while on the call. Also advised that they should sent this unit to biomed for evaluation especially since the patient would need to be rewarmed after maintenance. Advised to send the device to biomed after this case if not sooner. Per follow up information received via phone on 28jul2022, initial reporter stated that the device was sent to biomed and there were no patient injuries. It was unknown if patient completed therapy. The device was coming in for service and repair after having several issues with device. Per sample evaluation results received on 03aug2022, it was noted that the neutral connection between the main ac voltage circuit card and the power inlet module shows signs of electrical overstress. It was stated that both the evaporator outlet tube and the double bend tube to the manifold were found to be expanded beyond specification. It was also stated that the tank seals show signs of cracking and splitting. Per sample evaluation results received on 24jan2023, it was reported that the circulation pump motor was replaced due to the seized motor bearings found during assessment. Also, failed circulation pump caused device would not auto fill during decontamination. It was stated that the circulation pump flowmeter was replaced after servicing due to low flow readings from the flowmeter.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty circulation pump. The device was evaluated and the reported issue was confirmed dur to a faulty circulation pump. The pump would not generate pressure when powered on. Further investigation of the pump motor revealed seized bearings causing the motor to bind and not spin. The circulation pump was serviced. Completed the 2000-hour pm procedure on the device. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.